Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that qty. 3 of an ar-1588btb-2j and qty.2 of ar-1588tn-21 all failed while bringing the ¿wire¿ up through the button or non button area and either the wire broke or the suture mushroomed. This was discovered during used in a procedure. The case was completed by using the older style implants.